Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/13/2013 with the following findings: the display had a persistent vertical line through the lettering on the right side of the display screen. A test display was attached to the pump and illuminated properly and was clearly legible without a vertical line. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. On investigation, there was no issue with loss of power and no evidence of moisture damage in battery compartment.

Event description:
The reporter contacted animas on (B)(6) 2013 and reported lines through the display screens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.